Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left av loop graft anastomosis lesion with moderate tortuosity and severe stenosis. After pre-dilatate the lesion with a 6mm/80mm 35 armada balloon a rupture occurred in the first inflation at 14 atmospheres. Resistance was met during entry and removal. During removal forced was applied and the balloon was detached inside the guide catheter. Another armada balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The difficulty removing and resistance was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported balloon rupture, resistance, difficulty removing, and separation were likely due to circumstances of the procedure. It is likely that the balloon rupture was the result of interaction with the severe stenosis. There were no leaks reported during preparation, suggesting that the damage was not pre-existing. In addition, the reported difficulty during removal and separation of the balloon was likely the result of the ruptured balloon material catching on the introducer sheath during removal causing the balloon material to tear and separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, it was reported that the separated portion was removed with the guiding catheter. No additional information was provided.